Event description:
It was reported that patient underwent a vaginal hysterectomy in 2001. The patient presented with vaginal bleeding, "persistent suture", and extensive granulation tissue at the vaginal cuff. The physician excised the suture and cauterized tissue.